Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed auto off and for a reset error. The customer was not able tot clear the reset alarm. The blood glucose reading was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was turned off auto off alarm feature and monitored; no unexpected auto off alarm noted during our testing. The insulin pump passed a21 test and no unexpected a21 error alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.